Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, there was nothing pressing the button. The customer cleared the alarm and resumed insulin therapy. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. There was no reported adverse impact to the customer due to the reported issues.